Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction has been made.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a hypoglycemic event occurred. Date of issue is an approximation. The patient¿s mother reported that the patient experienced a hypoglycemic seizure with no continuous glucose monitor (cgm) alerts for the low value. The patient¿s mother stopped the insulin pump and gave the patient cola. The patient collapsed and the mother called for an ambulance. When paramedics arrived the patient¿s hypoglycemia was under control and she was conscious. She did not require further medical intervention but was taken to the hospital for observation. The mother initially stated that she was too busy at the time of the seizure to notice what the cgm was showing, and later confirmed that it was a sensor error which caused the lack of a low alert. The event occurred 9 days after the sensor had been inserted. At the time of contact the patient was stable and doing fine. Data was provided for investigation. The problem of or hour glass or no readings or sensor error was confirmed. The probable cause was determined to be sensor noise. No additional patient or event information is available.